Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b2, b5, e3, h1, h6.

Event description:
Healthcare professional reported no complaint against the right device.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [10/24/2011]. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii

Event description:
Patient reported right side deflation and capsular contracture baker grade iii, with no treatment. Healthcare professional reported deflation. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported right side deflation and capsular contracture baker grade iii, with no treatment. Healthcare professional reported deflation. Device explanted.

Event description:
Patient reported right side deflation and capsular contracture baker grade iii, with no treatment. Healthcare professional reported deflation. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.